Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The patient had bilateral tka done on (B)(6) 2018. Patient has been experiencing pain on both knees since her surgery. Patient has had physical therapy for about 6 weeks. The patient stated her pain has been consistent and has never been the same since her surgery. Patient had left knee x-ray done on (B)(6) 2020 and as per her surgeon the results show her left knee is narrowing. She would like to know if her implants are part of recall and is seeking compensation. This pi is for the right knee

Manufacturer narrative:
This device was identified as pertaining to the 3005985723 - jr (robotics-mako) registration. It has since been reported under MFR 3005985723-2021-00012.

Event description:
The patient had bilateral tka done on (B)(6) 2018. Patient has been experiencing pain on both knees since her surgery. Patient has had physical therapy for about 6 weeks. The patient stated her pain has been consistent and has never been the same since her surgery. Patient had left knee x-ray done on (B)(6) 2020 and as per her surgeon the results show her left knee is narrowing. She would like to know if her implants are part of recall and is seeking compensation. This pi is for the right knee.